Event description:
6-day-old newborn, 1.1 kg, born prematurely at 32 weeks due to the discovery of intrauterine growth retardation. On (B)(6) 2025, a percutaneous catheter was inserted in a central position. Following the first radiographic check, the catheter was pushed back. At the second check, the catheter was in place, venous return was present, and the line was used. On (B)(6) 2025 at 10:30 a.m.: signs of discomfort then sudden cardiac arrest leading to resuscitation maneuvers (intubation, external cardiac massage, 2 doses of adrenaline); rapid detection thanks to cardiac ultrasound of an abundant pericardial effusion: removal of the catheter and pericardial puncture in a life-threatening emergency bringing back 2 ml of parenteral nutrition and 8 ml of air. Perfuso-pericardium: massive pulmonary hemorrhage during the course of the procedure related to dic and resuscitation procedures. Cardiac activity resumed 15 minutes after the start of the arrest. Hypovolemia then heart failure requiring hemodynamic support mechanical ventilation, risk of neurological sequelae. On (B)(6) 2025, stable newborn returned to conventional hospitalization.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Manufacturer narrative:
This complaint could not be classified. Due to the missing faulty sample, the error pattern can neither be verified nor disproved. Upon request, the customer provided further information: during the cardiac ultrasound, after resuscitation, was the distal end of the catheter confirmed? If so, at what level? As soon as the diagnosis of pericardial effusion was made during resuscitation, the catheter was immediately withdrawn 5 cm in order to continue administering emergency medication via this route. At the end of resuscitation, the catheter was therefore in a peripheral position and functional. What is the child's condition today? The child is doing well today; she has been extubated and does not appear to have any neurological sequelae from the event (normal neurological examination and brain imaging). Since we did not receive the faulty sample, no investigation is possible. The customer stated that the catheter was pulled back after placement (following the first radiographic check, the catheter was pushed back). This incident shows obvious signs of bad positioning/movement of the catheter into the patient's heart which causes cardiac tamponade. Cardiac tamponade is a rare complication of piccs placed in neonates. One reason for failure is the catheter tip inserted too far into the neonate's heart. We warn in the product's IFU: "precautions: the catheter must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias. It is advisable to make checks of the catheter tip position at regular intervals throughout the usage of the catheter." Furthermore, the IFU states: - assess the patient and determine the site for introduction of the catheter. Determine the desired position for the placement of the catheter tip and note the length of catheter to be introduced. - important: arrange for a chest x-ray to confirm correct placement prior to starting the IV infusion through the catheter. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are neither further complaints for batch 110425go, nor further complaints regarding cardiac tamponade/pericardial effusion on product code 1252.225 within the last three years. This query relates to all complaints that have come to our attention worldwide. Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us the faulty sample.

Event description:
6-day-old newborn, 1.1 kg, born prematurely at 32 weeks due to the discovery of intrauterine growth retardation. On (B)(6), a percutaneous catheter was inserted in a central position. Following the first radiographic check, the catheter was pushed back. At the second check, the catheter was in place, venous return was present, and the line was used. On (B)(6) 2025 at 10:30 a.m.: signs of discomfort then sudden cardiac arrest leading to resuscitation maneuvers (intubation, external cardiac massage, 2 doses of adrenaline); rapid detection thanks to cardiac ultrasound of an abundant pericardial effusion: removal of the catheter and pericardial puncture in a life-threatening emergency bringing back 2 ml of parenteral nutrition and 8 ml of air. Perfuso-pericardium: massive pulmonary hemorrhage during the course of the procedure related to dic and resuscitation procedures. Cardiac activity resumed 15 minutes after the start of the arrest. Hypovolemia then heart failure requiring hemodynamic support mechanical ventilation, risk of neurological sequelae. On (B)(6), stable newborn returned to conventional hospitalization.